Event description:
It was reported that during a da vinci si prostatectomy procedure, a loss of control with a prograsp forceps instrument occurred. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the hypotubes were stuck in the main tube. Three of the hypotubes that are connected to the grip were stuck together. This may result in the instrument's grip not to open or close. No damage was found on any cables or distal end. Failure analysis concluded the damage was likely due to improper cleaning. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. This the customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.